Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled a cartridge with 50 units of insulin and received a valid minimum fill message. The customer's blood glucose level ranged from 200-300 (mg/dl), and was addressed with a correction bolus. The customer was able to load a new cartridge with insulin and resume insulin therapy.